Manufacturer narrative:
Additional information: b.5, b.7, d.11, g.3.

Event description:
It was reported that the nurse noted the internal piston was sticking down during a needleless valve change. No leak occurred and the nurse replaced the valve. The customer states there was no patient harm.

Manufacturer narrative:
The customer report that the internal piston was sticking down during a needleless valve change was confirmed. The returned used valve was activated using a lab extension set's male luer tip. When deactivating the valve, it was observed that the valve's return behavior had a stick and return. The root cause of the valve slow return/stickdown was a valve molding issue.

Event description:
It was reported that the nurse noted the internal piston was sticking down during a needleless valve change. No leak occurred and the nurse replaced the valve. The customer states there was no patient harm.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. The affected product has been received but the investigation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the needleless valve was sticking down.